Event description:
It was reported that the user who participated in a survey for ilet experience study experienced hypoglycemia while using the ilet, with the user stating, ¿too much insulin given¿ and describing recurrent nighttime lows during a recent illness; the user treats lows with cake icing and provided no additional specifics. Symptoms included low blood glucose. Outcomes included no alerts or alarms reported and no medical intervention, emergency care, or hospitalization. Investigation included case intake, review of the user¿s account of events, and assessment for device alerts or alarms. Investigation of this case revealed insufficient information to link the event to a device malfunction, and no device component issue or alarm behavior was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.